Event description:
Company representative reported, right side "rupture" of a saline device. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: one opening observed, on valve bond edge side assessed, as unidentified (tear) opening. And one opening on the anterior side assessed, as surgical damage like. Additional observations: black mold like appearance observed, inside device. White mold like appearance observed, inside device.

Event description:
Company representative reported deflation for an unknown side. The device has been explanted.

Manufacturer narrative:
Device history record is not available due to insufficient device data. Further information from the reporter regarding event, product, or patient details will be requested. No additional information is available at this time. The reason for reoperation is: deflation.